Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and observed a pinched coiled cable. The stm replaced the coiled cable and performed all calibration, functional and safety tests to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that the display of the cs300 intra-aortic balloon pump (iabp) was flickering and going in and out. The circumstances of the event is unknown; however, there was no patient involvement and no adverse event was reported.